Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's family member, that seven days after the implant of this transcatheter bioprosthetic valve, the patient died due to complications. No additional adverse patient effects were reported.